Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the device exhibited very low impedance atrial and in ventricle and no sensed events in the ventricle. The ipg exchanged with a different device. No patient complications have been reported as a result of this event.